Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump is telling her that to calibrate her pump and the screen says snooze and it will not allow her to calibrate. Her blood glucose is 463 mg/dl. The customer checked her alarm history and there were no error messages. She was informed that the pump will not let her calibrate with a high blood glucose and that she needs to treat. She said that she was going to treat by giving herself a manual injection and then try calibrating again in an hour. The customer declined troubleshooting for the high blood glucose. The insulin pump will not be returning for analysis.